Event description:
It was reported the patient¿s wound at ipg site dehisced which caused the ipg to be exposed. Oral antibiotics were prescribed. Surgical intervention was undertaken wherein the ipg was explanted with no complications.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.